Event description:
The customer reported the subject device exhibited a leakage from the insertion section. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator and the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator and dirty lg lens).

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from insertion section) was confirmed and found to be caused by a pinhole on the bending section cover. In addition to foreign material in the forceps elevator and dirty lg lens, service found the lock engagement lever was deformed, the grip was scratched, the air/water cylinder was discolored, the suction cylinder was discolored, the switch button #1 was scratched, the switch box was scratched, the fixing force of the guide wire was out of specification due to frayed forceps elevator wire, the bending angle in left direction was out of specification due to wear of the angulation wire, the image guide protector was scratched, the light guide lens was cracked, the adhesive on the bending section cover was detached, the plastic distal end cover was stained, the adhesive on the objective lens was peeled, the light guide lens was discolored, and the area around l-arm was corroded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the causes of the reported events are likely due to that reprocessing processes recommended in IFU were not completely conducted due to leakage from the subject device resulting in the foreign material may have remained at/around forceps elevator. Furthermore, inside of light guide (lg) lens was dirty likely due to water invasion resulting in corrosion or, the invasion of foreign material from tiny gap at distal end glue. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.